Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reverted to manual injections for insulin therapy. Customer's blood glucose (bg) was 600 mg/dl. A correction injection via manual injection was administered to address the bg level. The customer reverted to manual injections for insulin therapy.